Manufacturer narrative:
(B)(4) - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that six infusion set cannula fell off due to which hyperglycemia occurs. Event occurred on, the exact date for the first 2 infusion sets was unknown but thinks it was in the last week of march. For the third one, event date is 4/8/2024. For the fourth one event date is 4/26/2024. For the fifth one, event date is 5/4/2024. Infusion set inserted, unknown for the first 2 infusion sets, patient cannot recall. 1 day for the third one, 2 days for the fourth one, 1 day for the fifth one, and less than 1 day for the last one. High blood glucose level was 280 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available